Event description:
It was reported that the patient "had shortness of breath and didn't feel well." The device indicated elective replacement and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.